Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), spindle cell sarcoma ("spindle cell sarcoma cancer") and ovarian cyst ("ovarian cyst") in a 55-year-old female patient who had essure (ess205) (batch no. 621680 and 623819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included arthroscopy l knee, multigravida and parity 3. Previously administered products included for an unreported indication: rispilodal. Past adverse reactions to the above products included galactorrhoea with rispilodal. Concurrent conditions included obesity, osteoarthritis, bipolar disorder and palpitation. Family history included diabetes. Concomitant products included anovlar (loestrin) since (B)(6) 2006, cilest (ortho tri-cyclen) since 2003, medroxyprogesterone acetate (depo-provera) since (B)(6) 2007, panadiene co (tylenol #3) and tramadol. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient experienced weight increased ("gained weight"), weight loss poor ("could not lose weight"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst (seriousness criterion medically significant) and benign neoplasm of thyroid gland ("benign cyst on my thyroid"). On an unknown date, the patient experienced spindle cell sarcoma (seriousness criterion medically significant), fatigue ("fatigued all the time"), abdominal distension ("bloating"), endometriosis ("might have endometriosis"), cystitis ("bladder infection"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or change"), tooth loss ("lost 3 teeth"), abdominal pain ("abdominal pain") and groin pain ("left groin pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)-with left oophorectomy) and surgery (oophorectomy (one side removal of ovary),). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved, the spindle cell sarcoma, ovarian cyst, fatigue, abdominal distension, endometriosis, vaginal haemorrhage, menorrhagia, cystitis, bladder disorder, urinary tract disorder, tooth loss, benign neoplasm of thyroid gland, abdominal pain and groin pain outcome was unknown and the weight increased and weight loss poor had not resolved. The reporter provided no causality assessment for endometriosis with essure (ess205). The reporter considered abdominal distension, abdominal pain, benign neoplasm of thyroid gland, bladder disorder, cystitis, fatigue, groin pain, menorrhagia, ovarian cyst, pelvic pain, spindle cell sarcoma, tooth loss, urinary tract disorder, vaginal haemorrhage, weight increased and weight loss poor to be related to essure (ess205). The reporter commented: she had to cut my belly button incision wider to allow for removal of essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Nuclear magnetic resonance imaging breast - on an unknown date: malignancy. Ultrasound pelvis - on an unknown date: bilateral fallopian tube occlusion. Ultrasound scan - in (B)(6) 2015: ovarian cyst. X-ray - in 2007: tubes were blocked. Current weight 225 lbs. Approximate weight at the time of essure placement 206 lbs. Abnormal mammogram. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 8-jun-2018: plaintiff fact sheet and medical records received. New reporters added. Patient relevant history added. Events lost 3 teeth, benign cyst on my thyroid, abdominal pain and left groin pain added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 19-oct-2015. The most recent information was received on 28-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain"), spindle cell sarcoma ("spindle cell sarcoma cancer") and ovarian cyst ("ovarian cyst") in a 55-year-old female patient who had essure (ess205) (batch no. 621680 and 623819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included arthroscopy l knee. Concurrent conditions included obesity, osteoarthritis and bipolar disorder. Concomitant products included anovlar (loestrin) since 2006, cilest (ortho tri-cyclen) since 2003, medroxyprogesterone acetate (depo-provera) since 2007, panadeine co (tylenol #3) and tramadol. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced spindle cell sarcoma (seriousness criterion medically significant), weight increased ("gained weight"), weight loss poor ("could not lose weight"), fatigue ("fatigued all the time"), abdominal distension ("bloating"), endometriosis ("might have endometriosis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or change"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)-with left oophorectomy) and surgery (oophorectomy (one side removal of ovary), ). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved, the spindle cell sarcoma, ovarian cyst, fatigue, abdominal distension, endometriosis, vaginal haemorrhage, menorrhagia, cystitis, bladder disorder and urinary tract disorder outcome was unknown and the weight increased and weight loss poor had not resolved. The reporter provided no causality assessment for endometriosis with essure (ess205). The reporter considered abdominal distension, bladder disorder, cystitis, fatigue, menorrhagia, ovarian cyst, pelvic pain, spindle cell sarcoma, urinary tract disorder, vaginal haemorrhage, weight increased and weight loss poor to be related to essure (ess205). The reporter commented: she had to cut my belly button incision wider to allow for removal of essure devices diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion ultrasound scan - in (B)(6) 2015: ovarian cyst current weight 225 lbs. Approximate weight at the time of essure placement 206 lbs. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received, product information updated, concomitant and historical condition added, concomitant drug added, events added as follows:-vaginal haemorrhage, menorrhagia, cystitis, bladder disorder, urinary tract disorder incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority FDA (reference number: FDA-2014-n-0736-1749) on 19-oct-2015. The most recent information was received on 20-jun-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain") and spindle cell sarcoma ("spindle cell sarcoma cancer") in a (B)(6) female patient who had essure (ess205) (batch no. 621680 and 623819) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2015, the patient experienced ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), spindle cell sarcoma (seriousness criterion medically significant), weight increased ("gained weight"), weight loss poor ("could not lose weight"), fatigue ("fatigued all the time"), abdominal distension ("bloating") and endometriosis ("might have endometriosis"). The patient was treated with surgery (surgery to remove essure implant.). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, spindle cell sarcoma, ovarian cyst, fatigue, abdominal distension and endometriosis outcome was unknown and the weight increased and weight loss poor had not resolved. The reporter considered abdominal distension, fatigue, ovarian cyst, pelvic pain, spindle cell sarcoma, weight increased and weight loss poor to be related to essure (ess205). The reporter provided no causality assessment for endometriosis with essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - in (B)(6) 2015: ovarian cyst. Quality-safety evaluation of ptc: lot 621680 production date: 10/2006. Expiration date: 9/2008. Lot 623819 production date: 3/2007, expiration date: 2/2009. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. We conducted a review of the manufacturing batch records and confirmed that final product testing for these lots was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, there is no relationship between the reported events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-jun-2017: new reporter added. Event pain clubbed with pelvic pain. Company causality comment: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4) ) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 55-year-old female patient who had essure (ess205) (batch no. 621680 and 623819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthroscopy l knee, multigravida and parity 3. Previously administered products included for an unreported indication: rispilodal. Past adverse reactions to the above products included galactorrhoea with rispilodal. Concurrent conditions included obesity, osteoarthritis, bipolar disorder and palpitation. Family history included diabetes. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), ethinylestradiol;norethisterone acetate (loestrin) since (B)(6) 2006, ethinylestradiol;norgestimate (ortho tri-cyclen) since 2003, medroxyprogesterone acetate (depo-provera) since (B)(6) 2007 and tramadol. In 2007, the patient was found to have weight increased ("gained weight") and experienced weight loss poor ("could not lose weight"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cyst") and was found to have benign neoplasm of thyroid gland ("benign cyst on my thyroid"). On an unknown date, the patient was found to have spindle cell sarcoma ("spindle cell sarcoma cancer") and experienced fatigue ("fatigued all the time"), abdominal distension ("bloating"), endometriosis ("might have endometriosis"), cystitis ("bladder infection"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or change"), tooth loss ("lost 3 teeth"), abdominal pain ("abdominal pain"), groin pain ("left groin pain"), back pain ("terrible back pain") and periodontal disease ("periodontal disease"). The patient was treated with surgery (oophorectomy (one side removal of ovary), and salpingectomy (bilateral removal of fallopian tubes)-with left oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved, the ovarian cyst, spindle cell sarcoma, fatigue, abdominal distension, endometriosis, vaginal haemorrhage, menorrhagia, cystitis, bladder disorder, urinary tract disorder, tooth loss, benign neoplasm of thyroid gland, abdominal pain, groin pain, back pain and periodontal disease outcome was unknown, the weight increased was resolving and the weight loss poor had not resolved. The reporter provided no causality assessment for endometriosis with essure (ess205). The reporter considered abdominal distension, abdominal pain, back pain, benign neoplasm of thyroid gland, bladder disorder, cystitis, fatigue, groin pain, menorrhagia, ovarian cyst, pelvic pain, periodontal disease, spindle cell sarcoma, tooth loss, urinary tract disorder, vaginal haemorrhage, weight increased and weight loss poor to be related to essure (ess205). The reporter commented: she had to cut my belly button incision wider to allow for removal of essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Magnetic resonance imaging breast - on an unknown date: results: malignancy. Ultrasound pelvis - on an unknown date: results: bilateral fallopian tube occlusion. Ultrasound scan - in (B)(6) 2015: results: ovarian cyst. X-ray - in 2007: results: tubes were blocked. Current weight 225 lbs. Approximate weight at the time of essure placement 206 lbs. Abnormal mammogram. Concerning the injuries reported in this case, the following ones were reported via social media : terrible back pain, periodontal disease. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: fu 11 and 12 were processed together. Social media received. Reporter added. Outcome of weight increased, weight loss poor updated. On (B)(6) 2020: fu 11 and 12 were processed together. Social media received. Reporter added. Event back pain, periodontal disease added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(6) ) on (B)(6) 2015. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 55-year-old female patient who had essure (ess205) (batch no. 621680,623819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthroscopy l knee, multigravida and parity 3. Previously administered products included for an unreported indication: rispilodal. Past adverse reactions to the above products included galactorrhoea with rispilodal. Concurrent conditions included obesity, osteoarthritis, bipolar disorder and palpitation. Family history included diabetes. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), ethinylestradiol;norethisterone acetate (loestrin) since (B)(6) 2006, ethinylestradiol;norgestimate (ortho tri-cyclen) since 2003, medroxyprogesterone acetate (depo-provera) since (B)(6) -2007 and tramadol. In 2007, the patient was found to have weight increased ("gained weight/ weight gain") and experienced weight loss poor ("could not lose weight"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2007, the patient had essure (ess205) inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cyst") and was found to have benign neoplasm of thyroid gland ("benign cyst on my thyroid"). On an unknown date, the patient was found to have spindle cell sarcoma ("spindle cell sarcoma cancer") and weight decreased ("severe weight loss") and experienced fatigue ("fatigued all the time"), abdominal distension ("bloating"), endometriosis ("might have endometriosis"), cystitis ("bladder infection"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or change"), tooth loss ("lost 3 teeth"), abdominal pain ("abdominal pain"), groin pain ("left groin pain"), back pain ("terrible back pain"), periodontal disease ("periodontal disease") and abortion spontaneous ("I lost one too."). The patient was treated with surgery (oophorectomy (one side removal of ovary), and salpingectomy (bilateral removal of fallopian tubes)-with left oophorectomy). Essure (ess205) was removed on (B)(6)-2015. At the time of the report, the pelvic pain had resolved, the ovarian cyst, spindle cell sarcoma, fatigue, abdominal distension, endometriosis, vaginal haemorrhage, menorrhagia, cystitis, bladder disorder, urinary tract disorder, tooth loss, benign neoplasm of thyroid gland, abdominal pain, groin pain, back pain, periodontal disease and weight decreased outcome was unknown, the weight increased was resolving and the weight loss poor had not resolved. The reporter provided no causality assessment for endometriosis with essure (ess205). The reporter considered abdominal distension, abdominal pain, abortion spontaneous, back pain, benign neoplasm of thyroid gland, bladder disorder, cystitis, fatigue, groin pain, menorrhagia, ovarian cyst, pelvic pain, periodontal disease, spindle cell sarcoma, tooth loss, urinary tract disorder, vaginal haemorrhage, weight decreased, weight increased and weight loss poor to be related to essure (ess205). The reporter commented: she had to cut my belly button incision wider to allow for removal of essure devices diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Magnetic resonance imaging breast - on an unknown date: results: malignancy. Ultrasound pelvis - on an unknown date: results: bilateral fallopian tube occlusion. Ultrasound scan - in (B)(6) 2015: results: ovarian cyst. X-ray - in 2007: results: tubes were blocked. Current weight 225 lbs. Approximate weight at the time of essure placement 206 lbs. Abnormal mammogram concerning the injuries reported in this case, the following ones were reported via social media : terrible back pain, periodontal disease further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content received:-new event "I llost one too was added. Reporter was added. On (B)(6) -2020: reporter added from social media. On (B)(6) 2020: new reporter and event weight loss were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1749) on 19-oct-2015. The most recent information was received on 30-apr-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 55-year-old female patient who had essure (ess205) (batch no. 621680,623819) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included arthroscopy l knee, multigravida and parity 3. Previously administered products included for an unreported indication: rispilodal. Past adverse reactions to the above products included galactorrhoea with rispilodal. Concurrent conditions included obesity, osteoarthritis, bipolar disorder and palpitation. Family history included diabetes. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), ethinylestradiol;norethisterone acetate (loestrin) since (B)(6) 2006, ethinylestradiol;norgestimate (ortho tri-cyclen) since 2003, medroxyprogesterone acetate (depo-provera) since (B)(6) 2007 and tramadol. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2007, the patient was found to have weight increased ("gained weight/ weight gain") and experienced weight loss poor ("could not lose weight"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian cyst ("ovarian cyst") and was found to have benign neoplasm of thyroid gland ("benign cyst on my thyroid"). On an unknown date, the patient was found to have spindle cell sarcoma ("spindle cell sarcoma cancer") and weight decreased ("severe weight loss") and experienced fatigue ("fatigued all the time"), abdominal distension ("bloating"), endometriosis ("might have endometriosis"), cystitis ("bladder infection"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or change"), tooth loss ("lost 3 teeth"), abdominal pain ("abdominal pain"), groin pain ("left groin pain"), back pain ("terrible back pain"), periodontal disease ("periodontal disease") and abortion spontaneous ("I lost one too."). The patient was treated with surgery (oophorectomy (one side removal of ovary), and salpingectomy (bilateral removal of fallopian tubes)-with left oophorectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain had resolved, the ovarian cyst, spindle cell sarcoma, fatigue, abdominal distension, endometriosis, vaginal haemorrhage, menorrhagia, cystitis, bladder disorder, urinary tract disorder, tooth loss, benign neoplasm of thyroid gland, abdominal pain, groin pain, back pain, periodontal disease and weight decreased outcome was unknown, the weight increased was resolving and the weight loss poor had not resolved. The reporter provided no causality assessment for endometriosis with essure (ess205). The reporter considered abdominal distension, abdominal pain, abortion spontaneous, back pain, benign neoplasm of thyroid gland, bladder disorder, cystitis, fatigue, groin pain, menorrhagia, ovarian cyst, pelvic pain, periodontal disease, spindle cell sarcoma, tooth loss, urinary tract disorder, vaginal haemorrhage, weight decreased, weight increased and weight loss poor to be related to essure (ess205). The reporter commented: she had to cut my belly button incision wider to allow for removal of essure devices. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Magnetic resonance imaging breast - on an unknown date: results: malignancy. Ultrasound pelvis - on an unknown date: results: bilateral fallopian tube occlusion. Ultrasound scan - in (B)(6) 2015: results: ovarian cyst. X-ray - in 2007: results: tubes were blocked. Current weight 225 lbs. Approximate weight at the time of essure placement 206 lbs. Abnormal mammogram . Concerning the injuries reported in this case, the following ones were reported via social media : terrible back pain, periodontal disease lot number:621680, manufacture date: 2006-10, & expiration date: 2008-09. Lot number: 623819 , manufacture date:2007-03, & expiration date: 2009-02 . Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.